Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a procedure in the kidney performed on (B)(6) 2019. According to the complainant, during procedure, one to two millimeter of the tip broke off in the middle of the case. Reportedly, they were not able to retrieved the tip inside the patient's kidney. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.